Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's catheter fell apart at the injection site and the tube was not at the needle part. No further information available.